Event description:
It was reported that during a da Vinci-assisted procedure, after sealing with the Vessel Sealer Curved (VSC) instrument, the surgeon noticed increased bleeding than what was expected. It is unknown what intervention was required to address the bleeding. The procedure was completed robotically. Intuitive Surgical, Inc. (ISI) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive Surgical, Inc (ISI) did not receive a da Vinci product to perform Failure Analysis.Vessel Sealer Curved logs show that the instrument was installed twice on Universal Surgical Manipulator (UMS) 3, one time on USM 4, and then 10 times on USM 3. Logs did not show any instrument-related errors. The instrument was used for about 108 minutes. E-200 generator activation logs showed 2 bipolar events, 252 seal events, and 6 high impedance situations.